Event description:
Pt states that the blue clip came off of one of the cassettes upon delivery, and she discarded it, because she thought it was no longer functional. She also says that at times, the pump shows high pressure, which goes away once she presses the on/off button and she believes it's because of the blue clip. She also says the sound the pump makes when priming sounds different now and can only attribute this to new cassettes with all of her issues. There has been no issues in pt receiving medication. She requested that we report this anyway. Instructed her again on proper use of the new cassettes she understood. Dose or amount: 59ng/kg/min; frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah. The reported product fault did not cause or contribute to pt or clinical injury. We replaced the device.